Event description:
The barrels are splitting during injection of anesthetics and cortisone. The customer believes they are already cracked and they split when pressure is applied. No samples were saved.

Manufacturer narrative:
No samples available for examination. A review of our records indicate that this is the first reported incident on the returned lot number. Based on the limited information provided, we are unable to conclude if the reported incident occurred as a result of a device malfunction or user error. Investigations are currently ongoing to identify the potential sources contributing to this condition in the syringe manufacture and assembly processes. A review of our complaint database shows that no other incidents have been recorded for this condition and lot number. Analysis of complaint data over the past two years reveal that this type of incident occurs at a chronic low level (0.030/mm) in relation to the total volume of syringes produced.